Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other nc trek referenced in is being filed under a separate medwatch report. Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal circumflex. Rotational atherectomy was performed. Then a 3.5 x 12mm nc trek balloon catheter was advanced; however, although the pressure reached 12 atmospheres, the balloon did not inflate at all and was removed from the anatomy. Reportedly, an attempt was made to inflate the balloon outside the anatomy, and it would not inflate with the inflation device. A 3.5 x 15 mm nc trek balloon catheter was used instead, but it ruptured on the first inflation at nominal pressure due to jagged calcification. The procedure was successfully completed using a 3.5 x 8 mm nc trek balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.